Event description:
On (B)(6) 2021, a customer called hologic technical support (ts) to report they had inconsistent sample results for aptima sars-cov-2 assay testing. The customer reported that patient samples that were tested on (B)(6) 2021 using assay master lot 294803 on panther instrument sn (B)(4). Worklist 004001-20211110-10 resulted in 24 positives out of 133 samples testing for aptima sars-cov-2 assay. One of the providers questioned the results. In addition, it was noticed that all the positive results are clustered on specific racks.

Manufacturer narrative:
The customer performed environmental swab testing on (B)(6) 2021 worklist ID 004001-20211115-03 and identified one area with suspected positive contamination. The customer cleaned the area, replaced the sample shield, and decontaminated the area; additional environmental swabs produced negative results. Therefore, a retest of the samples from worklist ID 004001-20211110-10 was performed. The original samples were discarded after the initial testing and new aliquot of samples were used for retest. Of note, since a new aliquot was used for the retest, the sample results are not considered discrepant. In addition, the customer did not indicate which re-aliquoted sample correlates with which initial sample result. Per the customer, among the 24 initial positive samples, seven of them did not repeat positive. Of note, the customer did not use the same sample ID for the retest and did not indicate which retest sample ID correlated with which initial sample ID. The customer also indicated that they are unaware of patient treatment that was provided due to the initial positive results. The customer concluded that the positive environmental sample was due to an operator error because the operator's gloves did not fit snuggly, so there might have been some cross contamination when loading racks. No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues.